Event description:
Two months after the surgery, the plate was found broken.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Le locle reviewed the device history records and found no discrepancies. A search for the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.